Event description:
It was reported that the tubing separated when removing it from the pump. The separation occurred at the junction between the flexible portion of the tubing and the connection to the rigid portion of the tubing. There was no harm to the adult patient.

Manufacturer narrative:
The customer¿s report of tubing separated was confirmed. The silicone tubing was separated from the upper fitment. Further visual inspection of separated silicone segment end noted no o-ring indentations on the silicone segment indicated a miss-assemble during the manufacturing process. Visual examination under microscope noted no crush mark to the upper or lower fitment. No other anomalies were noted during visual inspection. Functional testing of the returned set was deemed unnecessary due to a separation in the silicone tubing. The root cause of the primary set silicone segment separation was due to the set's retainer ring not being assembled onto the set during manufacturing assembly process.

Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag, lot: w9e09c1, exp: aug 2020, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated when removing it from the pump. The separation occurred at the junction between the flexible portion of the tubing and the connection to the rigid portion of the tubing. There was no harm to the adult patient.